Manufacturer narrative:
"The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states."

Event description:
It was reported the patient received the following results within 15 minutes: a value between 340 mg/dl and 360 mg/dl (patient's mother is not exactly sure) with a professional accu-chek performa ii meter and 140 mg/dl with the user's accu-chek performa ii meter.